Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The 28 mm c-taper +5 head detached from osteonics hip stem. As originally reported in adverse consequences details: "patient dislocated hip due to the implant head detaching from the hip stem [disassociation]. Hip revision was performed on (B)(6) 2018..."

Manufacturer narrative:
Additional information: patient identifier; date of birth; gtin; device evaluated by manufacturer. An event regarding revision due to disassociation of a metal head from a stem was reported. The event was confirmed based on clinician review of the x-rays provided. Method & results: -device evaluation and results: visual inspection of the returned device indicates a recently explanted metal head component. The head remains assembled in the liner component. There is nothing remarkable to report. -medical records received and evaluation: clinician review of the medical records provided the following comment :x-ray confirms disassociation of the head from stem. Additional information such as operative reports, patient demographics, clinical past medical history, and serial x-rays are needed. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: clinician review of the medical records confirms disassociation of the head from stem based on the x-rays provided. Additional information such as operative reports, patient demographics, clinical past medical history, and serial x-rays are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
28mm c-taper +5 head detached from osteonics hip stem. As originally reported in adverse consequences details: "patient dislocated hip due to the implant head detaching from the hip stem [disassociation]. Hip revision was performed on (B)(6)2018..."